Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Two pictures were provided for investigation along with one physical sample. After performing visual inspection based on our procedure, a cut was observed in the catheter caused by being trapped in the seal of the package. As part of continuous improvements, a corrective action has been opened to determine the root case and action plans. These actions will be designed to prevent the reoccurrence of the reported defective condition.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer states that the feeding tubes had an appearance of being melted which obstructed the flow of the formula. There was no injury to the patient.